Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 230 mg/dl. The customer. The troubleshooting was performed. The patient has not tried different cannula length, insulin is not expiated or denatured. The patient does rotate sites and avoids scars tissue and use the serter device according to IFU instructions. It was explained that strain on the tubing at the tubing connection cap may contribute to a no delivery alarm. The customer stated that they have tried all remedies. The customer was advised that the insulin pump need to be replaced. The customer was advised to revert to back up plan per health care provider instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.